Event description:
I experienced a post operative allergic reaction to vicryl sutures - 3 weeks post op. The sutures were rejected by my body, necessitating a visit to the emergency room for pain of level 8 - 10 on a scale of ten. Hydrocodone was required to manage pain for this event, although such drugs were not needed post op. And, 7 weeks of wound care treatment. Dates of use: surgery date: (B)(6) 2009. Diagnosis or reason for use: surgery for a volger ganglion cyst. Event abated after use stopped or dose reduced: yes.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged and was double counting due to the position.